Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the reported phenomenon (angulation issue) was not duplicated, and also found that there was no abnormality on the exterior surface such as burrs or protrusions, and that the bending section could be angulated to approximately 180 degrees by operating the angulation control lever to the operating limit and pushing on the distal end of the bending section. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported angulation issue could not be conclusively determined. However, based upon the reported information and the investigation result, there was possibility that this angulation issue was not attributed to the mechanical locking of the bending section, but to the trapping of the bending section into the patient's sigmoid colon with reported shape (more than 180 degrees angulation). On the other hand, the exact cause of the reported laceration could not be conclusively determined. However, based upon the reported information and the investigation result, there was possibility that this laceration was not attributed to the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during endoscopic submucosal dissection (esd) with the subject device, the bending section of the subject device was angulated more than 180 degrees in the patient's sigmoid colon, and the angulation could not be released. The user operated the up/down and right/left angulation control knobs, but the bending section of the subject device could not be angulated. Then, the patient was transferred to the fluoroscopy room and the sliding tube was inserted while checking the condition of the bending section, and the subject device was withdrawn. After withdrawing, it was confirmed that the bending section was angulated without problem, so the procedure was continued as scheduled. However, the procedure was interrupted because the patient complained of pain due to pressure during reinsertion into the large intestine. The intended procedure was postponed, but the schedule was undecided. The patient suffered a laceration, so hemostasis of the laceration was performed with a clip during the reinsertion of the subject device. The laceration occurred on the area of the sigmoid colon, where the subject device was inserted approximately 40 cm. The cause and timing of the laceration were unknown. There were no reports of serious deterioration of the patient's health, and no report of further patient injury, associated with this event.